Event description:
It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experiences pain due to eroded mesh. The physician's office has been contacted but the patient's chart cannot be accessed without the patient's date of birth. No additional information is currently available. Should additional relevant details become available, a supplemental report will be submitted.